Manufacturer narrative:
The pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to moisture damage in the force sensor. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case, a scratched reservoir tube window, a broken reservoir tube lip, a cracked end cap near the vibrator motor side, and moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 318 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. When customer attempt to complete rewind process, a compromised forced sensor alarm was received. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.